Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered, is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. A customer reported at 4:00 on (B)(6) 2020, a ¿hi¿ (readings greater than 500 mg/dl) message was received on the sensor and was given 4ui rapid insulin. At 4:30 on the same day, a sensor scan result of 495 mg/dl compared to a capillary result of 18 mg/dl and the customer experienced symptoms of discomfort, thirst and a loss of consciousness. The customer was unable to self-treat and the customer¿s wife called the paramedic who obtained a reading of 30 mg/dl and received ¿2 cans of 33cl of (B)(6)¿, IV infusion, and paracetamol as treatment. The customer was taken to the emergency where he was diagnosed with hypoglycemia and hospitalized for unspecified time. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. A customer reported at 4:00 on (B)(6) 2020, a ¿hi¿ (readings greater than 500 mg/dl) message was received on the sensor and was given 4ui rapid insulin. At 4:30 on the same day, a sensor scan result of 495 mg/dl compared to a capillary result of 18 mg/dl and the customer experienced symptoms of discomfort, thirst and a loss of consciousness. The customer was unable to self-treat and the customer¿s wife called the paramedic who obtained a reading of 30 mg/dl and received ¿2 cans of 33cl of coca-cola¿, IV infusion, and paracetamol as treatment. The customer was taken to the emergency where he was diagnosed with hypoglycemia and hospitalized for unspecified time. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with the freestyle libre sensor. A customer reported at 4:00 on (B)(6) 2020, a ¿hi¿ (readings greater than 500 mg/dl) message was received on the sensor and was given 4ui rapid insulin. At 4:30 on the same day, a sensor scan result of 495 mg/dl compared to a capillary result of 18 mg/dl and the customer experienced symptoms of discomfort, thirst and a loss of consciousness. The customer was unable to self-treat and the customer¿s wife called the paramedic who obtained a reading of 30 mg/dl and received ¿2 cans of 33cl of coca-cola¿, IV infusion, and paracetamol as treatment. The customer was taken to the emergency where he was diagnosed with hypoglycemia and hospitalized for unspecified time. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m00622h2er has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed.the sensor plug was returned and was properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed sensor plug and inspected sensor plug assembly and no issues observed. Linearity test was performed, and the results were within specification. No malfunction or product deficiency was identified.